Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 14 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation. Investigation of the returned sensor did not reveal any malfunction. A review of the dms data revealed depressed reference and signal channels since insertion. From the (B)(6) 2025 onwards, the blue norm values for all 4 sensing areas stayed below the threshold value, triggering glucose suspend, per system design. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report: 19 may 2025. G3. Date received by the manufacturer? 19 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 19, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.